Manufacturer narrative:
A stryker field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the device had illuminated its service led, and had logged event code which is related to a potential issue of the device to deliver energy. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates a stryker field service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11, additional mfg narrative of the initial medwatch report should indicate a stryker field service technician performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The field service representative informed the customer that this may be due to a known issue involving the user test being initiated immediately after power on; however, it could not be concluded through evaluation that the original report was caused by this issue. The technician was able to clear the error codes, and the error codes did not return. Further details regarding user test being initiated immediately after power on is documented in the (B)(4). A conclusive root cause could not be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
A customer contacted stryker to report that the device had illuminated its service led, and had logged event code which is related to a potential issue of the device to deliver energy. There was no harm to the patient as a result of the reported event.